Event description:
The pt recently had a pump replacement due to volume discrepancies (see mfg. Report # 2182207200801301). The catheter was checked intra-operatively and found to be patent with good cerebrospinal fluid flow. After implant of the new pump 2 refills had been performed, both with volume discrepancies which showed nothing had infused. At the first refill visit the expected reservoir volume was 9 mls and the actual volume aspirated was 20 mls. At the next visit the expected reservoir volume was 30.9 mls, and the actual reservoir volume was 39 mls. The pump had no motor stalls. A catheter dye study was attempted (date not reported) but the hcp was unable to get any csf flow and felt resistance while trying to push dye through the catheter. A catheter revision or replacement was planned. The pt had increased pain and was taking oral pain medication on an as-needed basis. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.